Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Visual inspection and functional testing were performed and te investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low rectal surgery, the first time when the green safe button was activated, the grip could be pressed, but it couldn't be fired. Replaced the purple staple, still couldn't be fired. Replaced the handle and purple staple, could be excited. Replaced the second purple staple, when it was being fired, the same fault occurred, and it couldn't be fired. The grip could be gripped, but the staple could not be fired, but then another gun was replaced to complete the operation. There was no patient injury.